Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed that there was a particulate within the package. A visual inspection revealed that the sterilization pouch had not been opened or altered. There was a small piece of plastic, the same color as the device, in the bottom left corner of the sealed package. The device had an indentation of a very similar size and shape at the location of the gate break hole. This piece could have been a part of the flash that broken off during sterilization or shipping and nestled itself into the packaging. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that when visually inspected, parts must not have dust, lubricants, contaminates, other foreign matter, or embedded particulate. The gate vestige is specified and a gate break hole is acceptable. The complaint was confirmed and the root cause was associated with transport or storage. Factors that could have contributed to the reported event include rough shipping and handling causing the flash to rub off, movement causing flashing to loosen, or an impact event during transportation or at the customer site.

Manufacturer narrative:
Internal complaint reference: case-2021-00035867-1.

Event description:
It was reported that during a cl reconstruction surgery the biosure had a foreign matter in the package. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.